Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The extended charge time occurred during capacitor maintenances. The hv capacitors were sent to the manufacturing site for analysis and an anomalous capacitor was found to be the cause of the extended charge time.

Event description:
It was reported that an alert for extended charge time was noted while patient was in the hospital after one day post implant for pre-discharge device check. Initial capacitor maintenance test failed but was successful after a second attempt. Device was explanted and replaced.